Event description:
It was reported that the zimmer dermatome was not harvesting skin properly. Additional clinical follow up with the hospital indicated that the dermatome harvested thin, narrow, strips which required additional tissue harvest to complete the planned procedure. No other device was available. There was no report of increased surgical time or medical intervention.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.